Manufacturer narrative:
(B)(4). The device was not returned for analysis. The xience alpine everolimus eluting coronary stent system (eecss),domestic,instructions for use, states: the xience alpine stent system is indicated for improving coronary artery luminal diameter in patients,including those with diabetes mellitus, with symptomatic heart disease due to de novo native coronary artery lesions (length 32 mm) with reference vessel diameters of 2.25 mm to 4.25 mm. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a transcatheter aortic valve replacement (tavr) procedure. A xience alpine 4 x 12 mm stent was advanced to the area as a precaution in case the patient lost blood flow to the heart during the procedure; however, the stent was not deployed. When the device was being removed from the anatomy, the stent dislodged. A snare device was used to retrieve the stent. There was no reported resistance during removal of the stent delivery system. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.